Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of infection include swelling and drainage which was aspirated. The physician believed the infection was not device or procedure related. The patient underwent an explant procedure and was given oral antibiotics. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of infection include swelling and drainage which was aspirated. The physician believed the infection was not device or procedure related. The patient had a non-device related fall and the surgical wound had opened up. The patient underwent an explant procedure and was given oral antibiotics. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the infection was completely resolved and the patient was reportedly doing well.